Event description:
Additional information received reported that the patient¿s ins was discharged due to the patient not charging the device since (B)(6). It was noted that the manufacturer¿s representative filled out a report at that time and the patient got a burn from charging, so the patient was advised not to charge since. It was stated that the patient went to the healthcare professional¿s (hcp) office and the hcp said it looked like he had a sunburn over where the stimulation was. It was noted that the patient came into the hcp¿s office last week and forgot his recharger so he would be meeting with him today. It was stated that the patient stated he felt a burn several months ago when he charged as well. Additional information received reported that the patient had burn marks from the 37751, and that it looked like a sunburn. It was noted that the patient charged his ins in bed, lying on the recharging antenna while he slept and he didn¿t recall seeing an ¿over temp icon.¿ interface update: additional information received reported that the device was returned to the manufacturer. Additional information received reported that the manufacturer¿s representative saw the patient monday (B)(6). It was stated that the patient had not charged since the complaint so the implantable pulse generator (ipg) was in a discharged state and unable to interrogate. It was stated that the manufacturer¿s representative called tech service to get help reading the recharger. It was noted that the patient had an older model recharger so they were unable to get reading on temps at time of last recharge. It was stated that repair was sending out a new recharger and would check the old recharger. It was stated that the patient could recharge normally and was getting effective therapy. It was suggested to the patient that he charge during waking hours so he could see the screen for any problems, and the patient agreed. Additional information received reported c100. It was stated that the complaint against the recharger was unverified. It was stated that no issues were found during bench testing, no issues with charging the ins or recharger or communications. It was stated that the device passed the ¿oven test¿ at 38c (100.4f).

Event description:
It was reported that the patient had a burn at the implant site from the recharger. The patient had gone to bed with the recharger on. The patient woke up with a burn and blisters at the implant site. A burning sensation at the pocket was also noted. The patient was offered an appointment but refused. The patient was advised by a company representative to contact his physician, and was also advised not to use the recharger until it was checked. The patient verbalized understanding. He had an appointment on (B)(6) 2014 and did not want to come before then. The patient¿s status was alive with no injury. Additional information was requested, if received a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3487a-33, lot# v004680, implanted: (B)(6) 2006, product type: lead; product ID 3708340, serial# (B)(4), implanted: (B)(6) 2006, product type: extension; product ID 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient; product ID 3487a-45, lot# v006283, implanted: (B)(6) 2006, product type: lead; product ID 3708340, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. (B)(4).